Event description:
It was reported that the customer had normal blood glucose levels of 14 mg/dl. The customer treated with glucose tablets. The customer reported that her blood glucose levels eventually rose to about 330 mg/dl. The customer reported that the buttons of the insulin pump were extra sensitive and would release extra insulin. The customer also reported a sensor error alert from the insulin pump. It was also reported that the transmitter of the insulin pump did not pass troubleshooting and would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.